Event description:
Revision surgery 1 year and 3 months after the primary due to infection. The surgeon removed all implants and washed the area. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 november 2021: lot 1910234: (B)(4) items manufactured and released on 31-march-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Clinical evaluation: delayed infection in cementless tha, 1.3 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Preliminary investigation: based on the pictures available no evaluation can be performed and no definitive root cause can be established. Another devices involved: batch review performed on 26 november 2021: stem: amistem p 01.18.402 amistem-p std stem size 2 (k173794) lot 1910405: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 1906466: (B)(4) items manufactured and released on 30-ott-2019. Expiration date: 2024-10-16. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Liner: mectacer 01.29.408 ceramic liner (not registred in USA)lot 1909006: (B)(4) items manufactured and released on 17-feb-2020. Expiration date: 2025-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.